Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was not functioning as intended. Reportedly, the button intermittently works, and at times the quick bolus amount doesn't reflect the amount of button presses. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for insulin therapy.